Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on (B)(6) 2020 the foley catheter would not be deflated and removed from the patient. A hospice nurse attempted to remove the catheter, but was unsuccessful. The patient was then transported from home to the hospital, where the catheter was subsequently removed with a needle puncture through the catheter. It was also reported that the patient expired a couple of days after the event. Additional information was received from the daughter of the patient via a clinical follow-up phone call on (B)(6) 2020. The daughter reported the patient was (B)(6) years old and received in home hospice care. The patient had a history of dementia. The patient became agitated and pulled on the catheter. The patient¿s wife was a retired registered nurse and attempted to remove the catheter but was unsuccessful. A hospice nurse was called, and attempted several times to remove the catheter via the use of a syringe but was unsuccessful. The paramedics also attempted removal prior to transferring the patient to the emergency room. The daughter reported a urologist at the hospital cut the catheter and subsequently used a long needle to puncture the balloon for removal. The patient had some swelling and bleeding that resolved on its own. The patient was discharged back home. The daughter reported the event occurred on (B)(6) 2020 and the patient expired on (B)(6) 2020. The daughter stated the cause of death was due to multiple myeloma.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be manufacturing related due to operator error or mechanical error or thin rubberized layer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged. Recommended inflation capacities. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that on (B)(6) 2020 the foley catheter would not be deflated and removed from the patient. A hospice nurse attempted to remove the catheter but was unsuccessful. The patient was then transported from home to the hospital where the catheter was subsequently removed with a needle puncture through the catheter. It was also reported that the patient expired a couple of days after the event. Additional information was received from the daughter of the patient via a clinical follow up phone call on (B)(6)2020. The daughter reported the patient was eighty eight years old and received in home hospice care. The patient had a history of dementia. The patient became agitated and pulled on the catheter. The patient wife was a retired registered nurse and attempted to remove the catheter but was unsuccessful. A hospice nurse was called and attempted several times to remove the catheter via the use of a syringe but was unsuccessful. The paramedics also attempted removal prior to transferring the patient to the emergency room. The daughter reported a urologist at the hospital cut the catheter and subsequently used a long needle to puncture the balloon for removal. The patient had some swelling and bleeding that resolved on its own. The patient was discharged back home. The daughter reported the event occurred on (B)(6)2020 and the patient expired on (B)(6)2020. The daughter stated the cause of death was due to multiple myeloma.